Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared. The caller acknowledged and understood the instructions.